Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate the fault. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.